Manufacturer narrative:
(B)(4). The device was not returned for analysis. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a saphenous vein graft with mild tortuosity and moderate calcification. A 6x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once to 8 atmospheres and a leak was noted near the hub during the procedure. The device was removed. Ultimately the lesion was treated via angioplasty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.